Event description:
It was reported that a ps prep kit was used on a (B)(6) pt. It was reported that while performing the surgery, the pt's bone was fractured.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.